Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, it was difficult to take an opsite flexifix 10cmx10m ctn 1 out of the carton because side-edges of the film roll has adhered to inside the carton. As this was noticed in a non-therapeutic environment, there was not any patient involved.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.